Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power error detected alarm on the insulin pump. It was their second call. The alarm recurred within 4 hours of troubleshooting the previous occurrence. The alarm occurred during normal use. The customer¿s blood glucose level was 109 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. Unit was received with faded serial number label, scratched case and minor scratched lcd window. Pump error 63 alarm confirmed in the pump history and during self test due to broken trace on the keypad assembly.